Event description:
A failure code 570. Customer reported there were no patient injuries associated this report and there have been no incident injuries associated with this report and ther have been no incident reports filed since the baxter service event. Customer did not have information whether incident occurred during patient infusion.